Event description:
Per pt and family report: family rented ventilator with attachments and accessories. Pt awoke early am and realized he was not receiving o2 and alarm had not sounded. Given o2 from protable tank and ventilator and concentrator returned to co. Co reports checked and no defects identified. Pt with changed mental status over next several days, since returned to baselin.